Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in italy. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2023, it was reported that patient went to the emergency room and hospitalized. Vomiting symptom was reported. Therefore, patient was treated with insulin drip. There was leakage of insulin from t-lock connection. Patient was released from hospital on (B)(6) 2023. Ketones level was moderate. . No further information available.